Event description:
It was reported that during patient follow-up, there was high impedance seen on the right ventricular (rv) lead. During the lead revision, it was found that the set screw on the implantable cardioverter defibrillator (ICD) was loose. The rv lead was reconnected to the ICD, retested and all measurements were in the correct range with no noise. The rv lead and ICD remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
(B)(4).